Manufacturer narrative:
On (B)(6) 2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was (B)(6) 2019. The actual due date for the report was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/27/2019, it was erroneously omitted that : reason for device explant and/or reoperation: device extrusion and inflammation and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, during analysis of the sample a crease and five (5) tears (a, b, c , d and e) were observed in the anterior view, measurement approximately 0.6 cm , 0.2 cm, 0.1 cm , less than 0.1 cm and 0.1 cm respectively. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Facility information: (B)(6). Reason for device explant and/or reoperation: device extrusion and inflammation. This report contains supplemental information for mentor psr reference number ip-00478419. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00478419. It was reported via medwatch form 4900220000-2018-8019 that a (B)(6) non-hispanic female patient who underwent breast reconstruction primary with mentor memorygel breast implant 600cc two years s/p bilateral mastectomy on (B)(6) 2017 was seen in the emergency room in late 2018. The patient indicated left breast pain and patient was scheduled for MRI. The patient's pain worsened over next few days with nipple engorgement and ""red blood like material"" oozing out. Two weeks later, patient noticed ""gel (was) coming out of her left nipple"". Patient was taking to surgery for implant removal and replacement with saline implants on unknown date in (B)(6) 2018. Per operative report, there was a hole at the center of the implant (left) directly under the left reconstructed nipple. There was a fistula track from the left breast implant perforation, through pectoralis major and through the left nipple to skin. There was an active gel leak.